Event description:
On (B)(6) 2012, animas received information about a patient who was hospitalized with dka allegedly due to a pump malfunction. Animas has made several attempts to contact the reporter back for more information but was not successful. A letter was sent to the reporter requesting a callback. This complaint is being reported because, the patient received medical intervention for dka while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.